Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1613c124ee, serial/lot #: (B)(4), ubd: 24-jun-2021, UDI#: (B)(4) ; product ID: etlw1613c156ee, serial/lot #: (B)(4), ubd: 09-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during an endovascular procedure as part of an enchant study.  It was reported the patient returned for a 12-month follow-up where CT imaging showed mural thrombotic masses in left limb extension and iliac artery stent. 25 % stenosis. No relatedness assessment was provided.  No additional clinical sequalae was provided and the patient will be monitored.